Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complication based on the severity of the complaint. The exact root cause of the event cannot be determined however, it is possible that there was not enough pressure applied to the access site after removal of the device which also likely lead to the active bleeding. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - study coordinator. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient access site was bleeding. The hematoma was resolved by tr band compression. Patient was in stable condition. The procedure outcome was completed successful. Additional information was received 26february2021: it is unknown why the procedure site had active bleeding.